Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 585 mg/dl. Customer administered corrective manual injection. Customer changed out pump supplies to address the alarm and resumed insulin delivery.